Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The date of event is estimated. The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced discomfort at the ipg site. The patient underwent a revision on (B)(6) 2019 in which the ipg was re-positioned to the opposite site. No products were implanted or explanted. Surgical intervention addressed the issue.